Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka on (B)(6) 2012, a revision surgery was performed on (B)(6) 2022 to exchange the lgn xlpe ps insert sz 7-8 11mm due to the post shearing off. The current health status of patient is unknown.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be fractured along the post, rendering the device inoperative. The fractured post was returned with the rest of the device. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that the two photos of the returned the device supports the reported failure. Based on the information provided, the patient was revised due to the post shearing off. Without the requested supporting documentation, a thorough medical investigation cannot be rendered, nor could the definitive root cause of the reported failure be determined. The impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.